Manufacturer narrative:
The lot number is unknown.

Event description:
Information was received indicating that there was an issue trying to remove the blue end piece when cutting down the size of the tube once the baby has been intubated using the portex tube. There were no adverse events reported.